Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a post-implant balloon aortic v alvuloplasty (bav) was performed due to moderate paravalvular leak (pvl) and the valve dislodged from the native aortic annulus. The valve was snared and a second valve was successfully implanted and reduced the pvl to trace. No additional adverse patient effects were reported.